Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg values were not provided. A manual insulin injection was used to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.